Event description:
The customer reported a motor error alarm. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer that insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to a corroded home switch. The displacement test failure was unable to be verified due to the motor error alarm. As a result, testing was unable to verify displacement test.